Event description:
It was reported that a perforation occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve implantation (tavi) procedure. Upon removal of the 14f isleeve introducer sheath, the patient experienced hypotension. A perforation in the patient's external iliac artery was observed, so the patient was sent to the operating room for artery repair. No further adverse patient effects have been reported.